Event description:
It was reported that the customer had a compromised force sensor system alarm. No further details given.

Manufacturer narrative:
Findings: a33 alarm during prime/a33 test at 4 lbs due to moisture damage force sensor resistor (gold). Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.